Event description:
It was reported that the customer received a button error alarm on the insulin pump, during normal use. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised the device would be replaced. Customer did not agree to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly; no damage to keypad traces. The connector on the lcd board was not unlocked during our visual inspection. No unexpected button error alarms noted. However, the insulin pump was received with minor scratches on lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.